Event description:
Patient was on a trip to multiple countries during 2008. Became ill and was hospitalized. Culture positive for legionella. Private physician told pt that illness probably related to hotel or restaurant not CPAP. It is unclear if this was to keep patient compliant with CPAP use. Patient used tap water in humidifier portion of CPAP instead of distilled water. CPAP machine use is escape. Dose or amount: positive air pressure, frequency: nightly, route: nasal. Diagnosis or reason for use: obstructive sleep apena.